Manufacturer narrative:
No product was returned for evaluation. A manufacturing record review was completed and no related non-conformances were found. Patient underwent a cto-pci procedure. The vessel was rca with moderate calcification and no tortuosity. A turnpike (study device) was one of the devices used in the procedure. A small perforation was noted post procedure echo. Per IFU it identifies vessel perforation as potential adverse effects that may be associated with the use of the turnpike catheters. It is unknown if any damages were present in the turnpike that could have caused the perforation. Multiple ancillary devices were used in the procedure. It is unknown which device contributed to the perforation. The subject did not become hemodynamically unstable and it was felt that the perforation occurred during retrograde attempt to cross the lesion. Subsequent echos done post-procedure and prior to discharge showed small pericardial effusion adjacent to rv free wall with no evidence of tamponade. Patient discharged without any sequelae. No adverse events at 30-day follow up. Based on the information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: a small perforation was noted on a post-procedure echo that was not noted during the successful procedure of a cto-pci of a proximal, non-tortuous, moderately calcific cto in the rca on study subject 010-015. Many devices, both study and non-study devices were used. It is unknown what device used during the procedure, which included study devices of a turnpike spiral microcatheter and a spectre guidewire, caused the perforation. The subject did not become hemodynamically unstable and it was felt that the perforation occurred during retrograde attempt to cross the lesion. Subsequent echos done post-procedure and prior to discharge showed small pericardial effusion adjacent to rv free wall with no evidence of tamponade. Subject discharged next day, resolved without sequelae. Associated MDR: MDR 2134812-2021-00035 spectre guidewire.